Event description:
It was reported that the ilet sleep/wake (lock) button was unresponsive despite attempts with multiple fingers, while the device charged on a pad and completed a firmware update without resolving the issue; a replacement was arranged and the user was advised that the device would no longer be water resistant and to maintain backup therapy due to uncertain functionality. Symptoms included no alerts or alarms and no reported adverse health effects. Outcomes included continued cgm data reception with instructions to sync data to the mobile app, prepare device shutdown, and return the original unit after replacement. Investigation included troubleshooting steps, verification of charging function, and a firmware update attempt. Investigation of this case revealed a nonfunctional sleep/wake button consistent with a device component failure of the user interface control, with unresolved function after software update. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the sleep/wake interface.